Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Conclusion: the healthcare professional reported that during a vascular stent placement procedure, the physician tried to release the complaint device, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7332331) after balloon dilation; after half of the stent was released, it was found that the distal end of the stent could not be completely opened. The physician retracted the stent and attempted to release it again but encountered the same issue. A new stent was used as replacement without replacing the concomitant microcatheter (unspecified brand) to complete the procedure. There was no negative patient impact reported. On (B)(6) 2023, the cerenovus sales representative provided additional information. The information indicated that target aneurysm was on the internal carotid artery (ica). Information related to the aneurysm size, characteristics and whether it was ruptured or unruptured could not be obtained. There were not vessel nor aneurysm factor that may have contributed to the reported incomplete expansion. There was no evidence of obstructed blood flow due to the reported event. The temperature indicator label on the inner pouch was checked and determined to be within acceptable criteria. The concomitant microcatheter used was a prowler select plus microcatheter (catalog / lot number unknown). The replacement stent used to complete the procedure was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612). The reported issue did not result in any clinically significant delay in the procedure. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7332331. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, the physician tried to release the complaint device, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7332331) after balloon dilation; after half of the stent was released, it was found that the distal end of the stent could not be completely opened. The physician retracted the stent and attempted to release it again but encountered the same issue. A new stent was used as replacement without replacing the concomitant microcatheter (unspecified brand) to complete the procedure. There was no negative patient impact reported. On (B)(6) 2023, the cerenovus sales representative provided additional information. The information indicated that target aneurysm was on the internal carotid artery (ica). Information related to the aneurysm size, characteristics and whether it was ruptured or unruptured could not be obtained. There were not vessel nor aneurysm factor that may have contributed to the reported incomplete expansion. There was no evidence of obstructed blood flow due to the reported event. The temperature indicator label on the inner pouch was checked and determined to be within acceptable criteria. The concomitant microcatheter used was a prowler select plus microcatheter (catalog / lot number unknown). The replacement stent used to complete the procedure was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612). The reported issue did not result in any clinically significant delay in the procedure.